Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead was an attempted implant. The lead displayed pacing impedances greater than 4000 ohms; it was suspected that the lead had fractured. The lead was not used and has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was analyzed. Lead damaged was noted approximately 24 centimeters from the is-1 terminal pin of lead. This damage was concluded to likely be due to the implant procedure. An x-ray was performed where damage to the conductor was confirmed. It was suspected that the lead fracture was induced during the implant procedure.

Event description:
.